Event description:
On (B)(6) 2020, there is a little white bait with a hole at the bottom. There is a plastic round ball about the size of a marble and the consumer said that her husband was able to pop the ball out. Therefore, it could be a choking hazard. The baby was chewing on the toy, but was not injured. The diameter of the ball popped out is slightly larger than a dime, but smaller than a nickel. The consumer called (B)(6) and reported her concerns. The rep told her that they would notify the seller. The consumer contacted the FDA, because she claims that the product was FDA approved. The FDA said that they don't approve toys and referred her to cpsc. Retailer: (B)(6). (B)(4).